Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not turn on. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not turn on. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Corrected section: b3 - changed date of event. Trackwise # 274580. The device was returned to the factory on 12/16/2019. An investigation was conducted on 03/04/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely flexed and bent away from the hot jaw, remaining attached at the base but with detachment at the tip of the hot jaw. The clear silicone insulation on both the hot and cold jaws was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use. A temperature and resistance evaluation was not conducted due to the damage of the heater wire to evaluate the device function. Based on the returned condition of the device, the reported failure "failure to deliver energy" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent" was confirmed. Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.